Event description:
It was reported that the customer's insulin had an error alarm during manual prime. Advised the caller to revert to back up plan. The customer's blood glucose reading was 127 mg/dl. The mother stated that the customer fell in the pool and the insulin pump got wet. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. The device was received with moisture damage on the electronic assembly.